Manufacturer narrative:
H6: it was reported that, during a total hip replacement, a piece of a polarcup trial insert nav 22/53 broke off. Patient was not harmed as consequence of this problem. The complaint device used in treatment has not been completely returned. A visual evaluation of the returned parts was conducted, and it was concluded that the device was not returned as a whole. The device shows two fractures but there are only two pieces returned, so one piece is missing. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The review of historical complaints for the alleged device revealed 1 additional complaint reported for the same batch, and 1 additional similar complaint for the same product number over the past 12 months with similar failure mode. Previous investigations demonstrated that the performance of the device is within the risks level that are anticipated in the risk management documentation. As part of the continuous improvement, smith + nephew is working on a design enhancement. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. The root cause of the reported event remains undetermined. Due to insufficient information, it is not possible to indicate factors which could have contributed to the reported event. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. The need for further actions is not indicated. Nevertheless, smith+nephew will continue to monitor this device for similar issues. The returned device will be discarded.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a thr, a piece of a polarcup trial insert nav 22/53 broke off. Surgery was resumed, without any delay, with a smith and nephew back-up device. Patient was not harmed as consequence of this problem.